Event description:
All clamps are broken due to a blockage of the internal mechanism. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The investigation has shown that all clamps which hold the cutting tool in the chuck attachments are broken off as complained. The review of the production history revealed that this instrument was manufactured in december 2011 according to specifications. No abnormal findings were identified. We are not able to determine the exact reason of failure; we can only assume that high vibrations in combination with high loads could have caused this occurrence. In addition, this instrument is currently subjected to further investigations and our product development center is working on improvement measures to enhance the design. This instrument was manufactured according to specifications.